Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image was due to the damaged charged coupled device (ccd) unit, the scope communication error e226 was due to a corrosion on plug unit and probable cause for foreign objects in nozzle and connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During evaluation, the service center identified the device had noisy image, scope communication error e226, foreign objects in nozzle and connecting tube. There was no patient involvement.